Event description:
The surgeon performed a total hip procedure with the assistance of the robotic arm interactive orthopedic system (rio). After broaching the femur, the broach array was attached, and the broach version was displayed as -27 degrees, which was deemed by the surgeon not to correlate with clinical value. The surgeon observed that the cortical screw was loose, protruding through the intramedullary (im) canal, and had likely been dislodged during broaching. The surgeon completed femoral preparation without the assistance of the rio, and the case was reported to have had a successful outcome.

Manufacturer narrative:
As part of normal complaint f/u, an eval was performed by mako surgical with regards to the robotic arm interactive orthopedic system (rio). The results of the event determined that the cortical screw, which holds the femoral tracking array, breached the im canal and was therefore, loosened during broaching. The makoplasty tha application user guide warns against placing the cortical screw in the femoral im canal to avoid the risk of loosing femoral tracking.